Event description:
The customer reported that a gray square appeared in the middle of the c-arm monitor. The square was in the way of the images. This event started about a week ago, but has increasingly become worse.

Manufacturer narrative:
The ge service rep replaced the left and right monitor and calibrated them both. System is working as intended.